Manufacturer narrative:
(B)(4). Lot# reported as: 71f17b1410 or 71f17a2171.

Event description:
The customer alleges that the guide wire of the central line unraveled.the catheter was removed under ultrasound.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The returned guide wire begins to unravel 2.0cm from the distal weld. Microscopic examination revealed the core wire broke at 2.35cm from the distal weld and that the core wire is curved on the distal end of the break which indicates contact with the needle bevel. A slight necking of the core wire was observed on the proximal end of the break. Microscopic examination also revealed one offset coil within the j-bend at 1.3cm from the weld and that both welds were full and spherical. The long piece of the core wire measured 57.7cm in length and the small piece at the distal end measured 2.35cm for a total length of 60.05cm which meets the length specification. The diameter of the guide wire was also measured and found to be within specification. A manual tug test confirmed that both welds remain intact. A device history record (DHR) review was performed on the guide wire , introducer needle with no relevant findings. (Con't) other remarks: the reported complaint of the guide wire unraveling was confirmed through visual inspection of the returned sample. The guide wire was kinked within the j-bend, unraveled 2.0cm from the distal weld, and the core wire was broken at the same location. The core wire was curved at the break which is consistent with guide wire being withdrawn against the bevel of the introducer needle. A DHR review based on sales history did not reveal any manufacturing related issues. Based on the location and condition of the core wire break, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer alleges that the guide wire of the central line unraveled. The catheter was removed under ultrasound.